Event description:
A peritoneal dialysis (pd) patient's wife contacted fresenius technical support to report that liberty select cycler was on its 3rd dwell when the screen went blank and there was an unknown alarm. Caregiver pressed stop to mute it but the screen remained blank. Issue: blank screen, screen was blank on dwell 3. Pressed ok / stop and touched the screen but screen remained blank, the ok / stop keys made any sound when pressed. Rebooted cycler and ok / stop keys lit up but the screen remained blank. Technical support replaced cycler due to anytime: blank screen, advised to contact pd nurse to inform of replacement and to discontinue use of this cycler. Patient will perform manuals, time of arrival for new cycler (B)(6) 2024 by 8 pm. There was patient involvement however there was no harm or adverse event reported. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and a written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed physical damage on the power entry module. There were not visual indications of dried fluid within the cassette compartment on the pump. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2409 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touchscreen test passed. System air leak test passed. Valve actuation test passed. Patient sensor check passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.